Event description:
On 12/30/2022, it was reported by a distributor via sems that a ar-8950sd-10 t10 hexalobe shafts tip of the driver broke. This occurred during a case while putting a 2.7mm locking screw in the distal end of the plate, the tip of the screw driver broke within the screw. They noticed and tried to removed without success. No additional information provided.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint confirmed. One unpackaged ar-8950sd-10, t10 hexalobe shaft, solid, straight serial/batch number (B)(6) were received for investigation. Visual evaluation found that the devices hex tip was broken off. The fragments generated during the event were not returned for analysis. More in-depth visual evaluation found that the remaining hex tip was twisted. The root cause of the reported failure mode is undetermined. However, the most likely probable cause is applying excessive mechanical forces upon insertion.